Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator did not turn on; the unit did not pass breath delivery (bd) power on self-testing (post). The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found the mentioned issue. They ran extended self-testing (est) and the issue was resolved. The ventilator was reported to be in working condition.

Event description:
It was reported that an 840 ventilator did not turn on (bd post failed), the unit was not on a patient at the time of the event. The service engineer repaired the unit and returned it in working condition.